Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: germany. The surgeon thinks the diameter of the thread is different than it should be. It has been reported that the 4/0 thread has a feeling of being a 5/0 thread.